Event description:
It was reported that the patient has no physical symptoms. Patient stated that his blood levels are elevated. Surgeon has communicated to patient that his hip needs to come out. Patient will follow up with surgeon to schedule revision date. Additional information indicated that the doctor revised patient's left hip due to drastically elevated cobalt and chromium levels.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.